Event description:
Upon receipt of additional information, it has been determined no serious injury was reported as a result of this malfunction. Additionally, this malfunction has not previously been reported for having caused a serious injury on a same/similar device in the past. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined no serious injury was reported as a result of this malfunction. Additionally, this malfunction has not previously been reported for having caused a serious injury on a same/similar device in the past. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 05045.

Event description:
It was reported that two juggerstitches failed in the medial meniscus of the left knee. While setting the second anchor, the deployment needle got bent. Both the juggerstitch failed and the second anchor was then pulled out and removed. The surgeon manually took stitch and completed the surgery. No adverse events have been reported as a result of the malfunction.